Event description:
The distributor contacted heartsine to report that their device is prompting child patient whilst an adult pad-pak is inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device is prompting child patient whilst an adult pad-pak is inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation was unable to replicate the reported issue of child patient prompt issued with an adult pad-pak installed. However, heartsine downloaded the device's memory log and was able to identify two child patient prompts being issued as per the reported fault. The reported fault would suggest the contacts within the reed switch had incorrectly remained closed with an adult pad-pak installed. The investigation determined that the reported fault was attributed to an intermittent reed switch failure. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.